Manufacturer narrative:
(B)(4): lifescan received the meter involved with the complaint and completed investigation on (B)(4) 2012. The alleged complaint was confirmed. The meter's lcd was confirmed to be cracked/broken.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.